Event description:
It was reported that pump experienced malfunction code malf 0 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.